Event description:
It was reported by the dealer that the chair will not turn left or right nor will it calibrate. Warranty replacing the joystick. No patient injury alleged, no additional information provided..